Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the battery would flash red while connected to a battery charger. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection but failed functional testing as a result of an inability of the battery to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger safety flags and become inoperable, thus flashing red on the battery charger. The battery regained functionality after the flags were cleared which was done by sending reset commands to the battery. Afterwards, functional testing was performed and failed due to a cell pair that fell below a voltage threshold. The battery was still able to complete a discharge and charge cycle. Internal inspection revealed a punctured welding point, which caused the cell pair to leak and degrade the performance of the battery. This finding however, most likely did not contribute to the reported flashing red when connected to the battery charger. The manufacturer is investigated punctured welding points during the assembly of the battery. The most likely root cause of the reported event can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the status light on a patient's battery charger was "flashing red" when a battery was connected to it. The site further reported that the same thing occurred when the battery was placed in different ports of the battery charger. The battery was exchanged with no reported patient consequence. Preliminary device analysis revealed possible issues with the assembly of the device during manufacturing.